Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device's therapy connector was pushed in and that the biphasic module was damaged. In addition, the device's back cover cracked when the device was opened. The customer declined repair of the device and requested the device to be returned to them without being repaired. Further evaluation could therefore not be performed, and a root cause could not be determined.

Event description:
The customer had sent their device to physio-control for service. During device evaluation, physio observed that the device's therapy connector was "pushed in". In addition, it was observed that the device's biphasic module was damaged. The device would not provide defibrillation therapy if needed. There was no patient use associated with the reported event.